Manufacturer narrative:
A ge service rep performed an on site investigation. The hand controller was replaced during the service call. The system was treated and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that during a case, the fluoro did not stop when the button was released. They had to hit emergency off. This may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.